Event description:
The customer reported that during use, the system will pause, and the display will freeze momentarily, then will run fast to catch up to real time, making the waveform look like asystole (flatline). According to the customer, each time that it happened, they would reboot the device and the workstation in order to get the flex 2020 to function correctly. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.

Event description:
The customer reported that during use the system will pause, and the display will freeze momentarily, then will run fast to catch up to real time, making the waveform look like asystole. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.